Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that IV set bn310 w/o bp y-conn leaked. The following information was provided by the initial reporter: "leak liquid to y-site".

Event description:
It was reported that IV set bn310 w/o bp y-conn leaked. The following information was provided by the initial reporter: "leak liquid to y-site".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-13. H6: investigation summary: 1 sample was returned to sbdm, lot number is 2004092. Visual inspection of the complaint sample: sbdm conduct visual inspection of the received complaint sample, found that there is defect rubber in the y-port of complaint sample. Comparison between complaint sample and normal product: sbdm compare between normal product and received complaint sample, found there was space between rubber and y-port body due to defect rubber in the received complaint sample. House sample inspection: sbdm inspected the lot no. (Lot no 2004081, 2004092 & 2005081) as of the house samples, there was issue in the y-port components. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 2004092), there is no issue while manufacturing. Customer complaint record review: sbdm review customer complaint record of complaint sample, there was no same issue of the same product from other customer. Root cause: from investigations, there was liquid leakage to y-site. Sbdm conducted visual inspection of the complaint sample and found a defect rubber in the y-port of the received sample. The likely cause is that the defect rubber was injected while rubber injection process and the inspector did not find the defect. Also, the defect rubber was supplied to y-port body and rubber assembly process and assembled. Then, the inspector did not find the defect rubber and it caused the complaint case.